Event description:
A patient experienced bradycardia during a lead and generator replacement surgery. System diagnostics were performed after the lead and generator were connected, but a decrease in heart rate was not identified by the physician. Prior to closure of the generator chest pocket at the end of the surgery, the physician programmed in the settings of the patient's previous device and performed another system diagnostic test. Upon completion of the diagnostic test, the physician observed that the patient's heart rate decreased. The physician then reduced the normal mode output currents twice and performed a system diagnostic test after each reduction in settings, but the patient still exhibited decreased heart rate during stimulation on-times after each test. System diagnostics were within normal limits throughout the procedure. The physician programmed stimulation and tachycardia detection off at the close of surgery and planned to slowly titrate the patient's vns settings up during the patient's 1-week hospitalization. It was clarified that the bradycardia was only observed during implant and not after the procedure. No additional relevant information has been received to date.